Manufacturer narrative:
One unit returned which leaks at the connection of the smartsite male luer to the female luer lock due to the female luer being split. The cracking was most likely due to the male luer being overtightened into the female luer stressing the luer causing the luer to split. Since the lot number was not available review of the device history record could not be performed. Medex was able to confirm this issue and determine the possible cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that when the unit was flushed saline leaked out the side of the luer lock. No pt injury or treatment associated with this event.